Event description:
It was reported that the pt underwent an spinal procedure at l3-l5. The pak needle broke off inside the pt's pedicle during the procedure. It took two hours attempting to retrieve the broken part out. The top half of the instrument was removed and the remainder was left in the vertebral body. A pedicle screw was then placed at a different trajectory to bypass the remaining piece. The needle reportedly broke at the transition point between the larger diameter and smaller diameter of the needle. There is no further complication reported.

Manufacturer narrative:
(B)(4). Device was not returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.